Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer entered units instead of grams into the pump and delivered a 10 unit bolus. Customer's blood glucose (bg) level was impacted (61 mg/dl). Customer ate jelly beans to treat low bg level. Customer's bg level had improved to 78mg/dl at time of report. (Target 80mg/dl-110mg/dl).